Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, per additional information received during a laparoscopic bariatric procedure, the gas inlet of the device was cracked/broken. The lens disengaged.

Manufacturer narrative:
Post market vigilance (pmv) received one device opened by the account with the appropriate packaging in undamaged condition. The visual inspection of the returned product noted that the obturator was received inserted into the cannula. The insufflation port was cracked. The flip top seal was disengaged. The trocar, cannula, circular seal and envelope seal appeared intact. Pmv performed functional testing; the device failed an air leak test. Prolonged insertion of the obturator into the cannula can cause the envelope seal to become stretched. Forwarded to engineering for further investigation of the device and disengaged seal. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the gas inlet of the device was cracked/broken. The rubber part which is under the cover is leaving from its place in the case while using 5 mm tool. A new device was used in order to complete the case. No patient injury.